Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 22 mg/dl while wearing the pod. Symptoms reported include the patient being incoherent and the patient also had a cough. Once at the hospital the patient was given glucose tablets and a sandwich. The patient was released from the hospital after 2 hours and was given advice to eat 3 times daily. The patient followed up with their doctor and their insulin dose changes were performed on their personal diabetes manager (pdm).